Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they found metal on my x-ray') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal). Essure was removed in september 2017. At the time of the report, the device breakage and vitamin d deficiency outcome was unknown. The reporter considered device breakage and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case the following were reported via social media- device breakage, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event of medical device removal was replaced with new event of device breakage. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they found metal on my x-ray') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the device breakage and vitamin d deficiency outcome was unknown. The reporter considered device breakage and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case the following were reported via social media- device breakage, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (removal). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal and vitamin d deficiency outcome was unknown. The reporter considered medical device removal and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case became incident. Plaintiff removed essure in (B)(6) 2017. Event added: medical device removal. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.